Manufacturer narrative:
Concomitant medical products: product ID: 3998 lot# v060415, implanted: (B)(6) 2008, product type: lead. Product ID: 3998, lot# v057371, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported an allergic reaction. The allergy was not confirmed. The hcp stated they were in the process of determining if possible allergic reaction due to device, sutures, medical tape. Testing begins for contact patch testing on (B)(6) 2015. The situation was being addressed by the hcp. Symptoms reported were erythema, post surgical swelling, cutaneous pain, poor wound healing, abscess, negative for infection. The location of the symptoms were at the implantable neurostimulator (ins) site. On (B)(6) 2015 the patient saw managing pain hcp for contact dermatitis. Dermatology was currently following the patient for dermatology. Medical history includes spinal pain and failed back surgery syndrome. If additional information is received, a supplemental report will be submitted.